Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted from the rehabilitation facility on (B)(6) 2014 with lethargy. The patient was diagnosed with (B)(6) with the source being unknown. C. Difficile diagnosis was noted. The patient's lactate dehydrogenase level upon admission was in the 300's. On (B)(6) 2014 the patient's lactate dehydrogenase level began to rise (600's) but never reached above 1000. A ramp study was performed in which the pump speed was decreased from 9600 to 8600 rpm to reportedly help the patient's av open. The patient's av was reportedly completely closed at 9600 rpm. The patient is being evaluated for suspected thrombus. It was noted that coumadin was dc'd. The patient was on asa, heparin, integrilin, and milrinone. The patient's international normalized ratio (inr) upon admission was 2.2 and stable but then decreased after rifampin was started on (B)(6) 2014. Heparin was started subsequently on (B)(6) 2014.

Manufacturer narrative:
A specific cause for the report of suspected thrombosis and infection could not be determined. The pump remained in use supporting the patient for approximately 1 month until support was subsequently withdrawn due to an unrelated event (reference MFR. Report # 2916596-2014-00777; follow-up # 1 for the report on the patient death). The pump was reportedly not explanted. A review of device history records showed no deviations from manufacturing or qa specifications. Based on the information available to the manufacturer, no conclusion could be drawn as to the root cause of the reported event; however, the device¿s instructions for use lists thrombus and infection (local, driveline, and pocket) as adverse events that may be associated with the use of the left ventricular assist system (lvas). No further information is available. The manufacturer is closing the file on this event.